Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a exploratory laparotomy, removal of ptfe mesh, and repair of ventral hernia using component separation technique and onlay mesh. She had revision surgery 8 years and 5 months post-surgery. The patient experienced surgical revision, infection, adhesion, non-healing wound.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced infection, adhesions, non-healing wound with chronic drainage, recurrence, fistula, bilateral abdominal fluid collection and chronic subcutaneous collection, acute inflammation, chronic abscess cavity, scar tissue, foul-smelling thick light creamy pus, thick chronic induration, and mesh not incorporated. Post-operative patient treatment included surgical revision, lysis of adhesions, repair of hernia, debridement of wound with excision of old mesh, repair of enterotomies, small bowel resection, and wound vac application.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, adhesions, non-healing wound, recurrence, and fistula. Post-operative patient treatment included surgical revision, lysis of adhesions, repair of hernia, debridement of wound with excision of old mesh, repair of enterotomies, small bowel resection, and wound vac application.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.